Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned with stent damage. A strut row towards the middle of the stent was raised distally to the stent. There were also kinks identified along the entire length of the hypotube shaft. Mandrel resistance was encountered due to the presence of solidified blood within the entire length of the inflation lumen. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. The target lesion was located in the calcified right coronary artery. Intravascular ultrasound was performed and the lesion was predilated with a 2.5x20mm maverick balloon catheter. The 3.5x28mm promus element stent delivery system was unpacked and it was noted at this time that there was stent strut damage. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. The target lesion was located in the calcified right coronary artery. Intravascular ultrasound was performed and the lesion was predilated with a 2.5x20mm maverick balloon catheter. The 3.5x28mm promus element stent delivery system was unpacked and it was noted at this time that there was stent strut damage. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.